Manufacturer narrative:
Complaint sample was not returned to codman for evaluation. In absence of the complaint sample a review of the lot history records for p/n 82-6638; lot # cpbc5k was conducted, and it was verified that all products in this lot number were conforming to the required specifications when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint is considered closed at this time. Trends will be monitored for this and similar complaints. Device discarded.

Event description:
During use, the device showed values that were not consistent with the reality. They changed the cable and screen and the problem persisted. They finally change the device and the problem was solved. This complaint was reported by the customer to the health authority directly, and the health authority contacted (B)(4) company to inform the situation. Event occured during use on patient.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - no visible damage to the millar sensor, catheter material, or connector 2 - the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 4/24/2013. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.